Manufacturer narrative:
This report is being supplemented to provide the device manufacture date.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned; therefore, the reported phenomenon or condition of the device could not be confirmed. However, it is possible to infer the cause from the results of past similar investigations. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following scenario likely caused the event: nothing was grasped between the grasping section and the distal end of the probe while the output was activated in seal & cut mode (this includes after tissue resection). This caused the tissue pad to wear out severely. This following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ olympus will continue to monitor the performance of this device.

Manufacturer narrative:
The cause of the melted tissue pad of the device cannot be determined at this time because the investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
The olympus (osh) field service engineer (fse) was informed, during a laparoscopic extensive hysterectomy (plus double appendages and pelvic lymphadenectomy), while using the thunderbeat an abnormal noise was found and the tissue pad at the jaw of the device fell off. The device was replaced immediately with second thunderbeat but within an hour of use, the tissue pad was found melted. The intended procedure was completed with a third thunderbeat. No death or injury was reported and no device fragment fell into the patient. The subject device was discarded following the procedure. There are two thunderbeat devices related to this event. This report is for device 2 of 2. The first device is being reported on the medwatch with patient identifier (B)(6).